Manufacturer narrative:
H6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is minorly worn from use. Product was out of the original packaging. No packaging returned. Functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box the wand had no issues producing plasma or activating coag. The buttons did not get stuck in activation and they did not have issues functioning. The wand was opened up and did not find saline ingress on the button boards. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a short in the wand. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: case-2024-00218166-1.

Event description:
It was reported that during an arthroscopy, the ablation sound of werewolf flow 50 wand kept ongoing from the console and the wand was still burning and unable to stop, even when pressing the stop button. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.